Manufacturer narrative:
The instrument files from the immulite 2000 xpi instrument have been provided for investigation. A siemens customer service engineer (cse) visit to the customer site has been scheduled. The cause of the discordant thyroglobulin result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed thyroglobulin result was obtained on an immulite 2000 xpi instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument resulting higher. The sample was then manually diluted and repeated in duplicate on the same instrument resulting higher. One of the higher results were reported to the physician(s). There are no known reports of patient intervention due to the discordant thyroglobulin result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the discordant thyroglobulin result.

Manufacturer narrative:
The initial MDR 2247117-2018-00021 was filed on (B)(6) 2018. Additional information (27-mar-2018): a siemens headquarter support center (hsc) specialist reviewed the information in the instrument files and stated that there were no mechanical issues that occurred on the instrument at the time the discordant result was processed. There were no sample or reagent level sense issues that occurred at the time the discordant result was processed. The cause of the discordant thyroglobulin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2247117-2018-00021 was filed on 27-mar-2018. Supplemental MDR 2247117-2018-00021_s1 was filed on (B)(6) 2018. Additional information ((B)(6) 2018): additional investigation conducted by siemens indicates that the dose recovery of the sample is high off the curve and that the initial result of 0.385 ug/l obtained by the customer was incorrect. The initial discordant result may have been caused by sample handling or sample preparation issues. The cause of the discordant thyroglobulin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Result and conclusion codes have been updated.